Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This is report 1 of 2 for the same event. This report is being filed after the review of the following journal article: lee, sh., et al (2010), combined reconstruction for posterolateral rotatory instability with anterior cruciate ligament injuries of the knee, knee surgery sports traumatology arthroscopy, vol. 18, pages 1219-1225 (korea, south). Doi: 10.1007/s00167-010-1078-4. The study emphasizes on evaluating the clinical outcomes and technical aspects of combined acl-pcl reconstruction using hamstring tendon autografts. The patients evaluated on course of this study: from 2002 to 2007, a total of 44 knees (41 males and 3 females), with a median age of 29 years (range 16-53) at the time of surgery, who underwent a combined reconstruction for posterolateral rotatory instability with anterior cruciate ligament injuries of the knee were included in the study. The article describes the following procedure: a combined reconstruction for posterolateral rotatory instability with anterior cruciate ligament injuries of the knee. The devices involved were: rigidfixtm femoral fixation and mitek intrafixtm tibial fixation (mitek product, westwood, ma, USA), femoral fixation system and bioabsorbable interference screw, complications mentioned in the article: 2 patients had knee joint stiffness; 1 of whom was subjected to an adhesiolysis performed arthroscopically 6 months after surgery; on the final follow-up, both patients could not squat fully. 1 patient was subjected to an arthroscopic examination because of a hemarthrosis and loss of motion due to reinjury 18 months after surgery; result revealed a hematoma due to a partial rupture of the acl graft tendon and a debridement was performed. 2 patients developed an infection of the knee joint that healed after arthroscopic irrigation and debridement without graft removal.